Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they got the stimulator on (B)(6) 2024. They had since been hospitalized three times and the infection still prevailed. They stated that since the first week, they developed a uti (urinary tract infection). It wouldn't go away. It started with sensitivity to oral meds (levaquin). After 7 days of pain right in their urethra (like a knife was inserted as if it were a catheter. 24/7). Then three times it required IV meds. Not one oral drug was ¿susceptible.¿ they stated fast forward; it¿s now almost (B)(6). Their last urinalysis (2 weeks ago) was still positive for 50,000¿100,000 klebsiella pneumoniae. After much research, they are all in agreement: the device was causing the nerves to narrow their urethra (they never had any leaking but had hesitation). Well now it was doing something that irritates their urethra ¿ on every single program / level. They also had terrible pain when laying down. They can practically grab the implanted piece completely around it with their fingers. That wasn¿t the case when first implanted but due to severe urethral pain (any and all programs/levels) it¿s making the hesitancy worse in that they feel the urge to urinate 24/7/365. They stated: "I¿ve been home. Trapped. In pain and feeling like I need a toilet right by." They noted that this device absolutely was malfunctioning in that they had 1) constant urethral pain, and 2) cuti; now diagnosed as¿colonized¿ by their infectious diseases md. A regular urologist and the urogyno won¿t straight out agree but had had them sit with a manufacturing representative (rep) 2 or 3 times since (B)(6). The last time, a female rep came and made the patient relax, lay back, close their eyes, and answer questions such as: ¿let me know when you feel it¿ followed by ¿where?¿ the patient also thought the device/phone weren't working properly. The other day they decided to try a different program and it frozen while on 0.8/program 1 and 4. They had to shut down the handset and restart it. So they were stuck with the thing running at 0.8 and it was painful. They wanted this evaluated. They found an ongoing lawsuit (one person) who had this situation. They noted that they transferred to the partner who was way closer once these ongoing infections started. The new partner even tried trigger point injections. They stated that this device had ruined their life and they now have a colonized uti. And the unit is a big lump. They lost weight since the infections began. There was no padding whatsoever where they doctor implanted it. Even wearing jeans was impossible due to the lump. The added that the assessment included: biofilm infections due to leads. And they all hurt, even on 0.1. Additional information was received from a manufacturer representative (rep). The rep reported that had not personally worked with the patient, but technical services had. The rep reviewed chart notes: which included that the device was implant in (B)(6) 2024. On sept 24 a different rep had a phone call request from the patient but it was unclear if the patient was reached. The patient then had a new healthcare provider (hcp) and on (B)(6) 2025 a different rep saw the patient. The patient had turned the device off because they thought it was causing urethral spasms. Impedances checked ok, and they had a battery check that was normal. At the hcp exam it was noted that the patient had unchanged interstitial cystitis, chronic utis being treated by infectious disease team. Per the patient office worksheet questionnaire: the patient had improvement greater than 50%, the device was not on, and they had a uti. There were no changes in medications, medical history, or falls or accidents. The patient had lost 60 ibs but the timeframe was not specified. The hcp recommended the patient turn the device back on and to keep the current program.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ykx4, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.